Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file #: (B)(4). Devices not received, log review only. The pump module event log has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that the infusion ran over the intended time-frame by 1.5 hours. The customer believes the infusion was to have lasted 24 hours. There was no patient harm or medical intervention. No further patient/event information was reported.